Event description:
It was reported to vyaire medical that the airway pressure did not increase during a maintenance work. There was no patient involvement.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and parts will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned